Event description:
The customer reported to olympus that during the reprocessing of the gastrointestinal videoscope, the single use combination cleaning brush cleaning tip protruded from the suction mouthpiece, and red foreign matter such as rust was attached to the brush. The issue was observed during reprocessing; therefore, no patient harm was associated with this event. Reports are being submitted on the scope and the brush. Please refer to the following reports: patient identifier of (B)(6) is related to model number: gif-1200n, serial number: (B)(6). Patient identifier of (B)(6) is related to model number: bw-412t, serial number: unknown.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿red foreign material like rust on the (cleaning) brush¿ could not be identified and the root cause of the issue could not be determined. It is unknown whether the reprocessing was carried out according to the IFU, so there is a possibility that foreign material remained due to physical damage to the device or insufficient reprocessing. The event can be prevented by following the instructions for use sections below: chapter 5 reprocessing the endoscope(and related reprocessing accessories) 5.5 manually cleaning the endoscope and accessories - brush the channels ¿repeat steps until no debris is observed upon inspection of the brush¿. Olympus will continue to monitor field performance for this device.